Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced low blood glucose levels. The patient's blood glucose result was 65 mg/dl at 8:00 p.m. The patient ate candy to treat his low blood glucose, but the next result was 20 mg/dl at 9:30 p.m. The patient felt shaky, incoherent, he was not thinking right, and could not get up to walk. The patient's wife and son treated him with candy because he was not capable of getting up and walking due to his hypoglycemia. The next blood glucose result was 420 mg/dl at 10:30 p.m. The paramedics were not called and the patient was not taken to the hospital. The infusion device was requested to be returned for product evaluation.